Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio reflect meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation, since the patient could not be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began 2 days prior to contacting lfs. The patient claimed obtaining blood glucose readings of ¿600, 338 then 44 mg/dl¿ with the subject meter, performed within an unspecified time of each other. The patient manages their diabetes with insulin (type/dose unspecified). When the ¿600 mg/dl¿ reading was obtained, the patient claimed they started to take shots of insulin to normalize their blood glucose then had to receive treatment in hospital as their blood glucose fell to ¿44 mg/dl¿. It was not reported what symptoms the patient developed, nor what treatment they received in hospital. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca documented that the same approved sample site was used for testing. The cca confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted that the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on alleged inaccurate results obtained with the subject meter.